Event description:
It was reported that the patient experienced recurring incontinence with a sling device. A surgical procedure was performed in which a new artificial urinary sphincter (aus) was implanted. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed.

Event description:
It was reported that the patient experienced recurring incontinence with a sling device. A surgical procedure was performed in which a new artificial urinary sphincter (aus) was implanted. No patient complications were reported.